Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of 547 mg/dl; cause was not known. A manual insulin injection was administered to address bg level. Recommendation was made to consult with a healthcare provider regarding diabetes management.